Event description:
Mother reporting pump sn (B)(4) constantly not registering cartridge. Mother is needed to leave work to reset. Requested new pump. No other info available. Sent pt new pump. Dose or amount: 53.3 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.